Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer had a blood glucose level of 473 mg/dl. Caller requested assistance with insulin pump usage and was instructed on locating active insulin. High blood glucose level troubleshooting was declined due to the customer having the flu. The insulin pump was not replaced or returned for analysis.